Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 22 mg/dl and 90 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A supplemental report will be filed once the investigation results are available.

Manufacturer narrative:
Customer's product was returned and investigated.the complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
Boston scientific crm received information that this right ventricular lead was fractured accompanied with insulation damage. Impedances increased and intermittent capture was noted. The lead was surgically abandoned and replaced.